Event description:
The patient contacted animas on (B)(6) 2012, reporting that the meter initiated 14 0.00 boluses. The patient stated that the meter was zipped up in the meter case and the case was in her purse. The patient mentioned that she believes that nothing would have pressed against the buttons. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.